Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 279 mg/dl. The customer stated that the key pad was not fully responsive because they dropped the pump in the toilet. The customer was sent a new belt clip to keep the pump in place. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See (B)(4) for related documentation.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage keypad traces. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and cracked reservoir tube window.